Event description:
Redness generalized [generalized erythema]. Blood pressure increased [blood pressure increased]. Redness of face [erythema]. Headache [headache]. Dizzy [dizziness]. Case description: spontaneous report was received on (B)(6) 2011, from an hcp (health care provider) regarding a (B)(6) female patient, initials (B)(6). The patient's medical history is significant for hypertension and parkinson's syndrome. On an unspecified date, the patient initiated synvisc, 2 ml. On (B)(6) 2011, the patient experienced redness of face, redness generalized, blood pressure increased, and headache. On an unknown date in 2011, the patient recovered from all the events. Concomitant medications were not provided. The reporting hcp assessed the relationship between synvisc and the events as probably related. Additional information received on (B)(6) 2011, from the reporting pharmacist. The patient's medical history is significant for cefaclor allergy and previous treatment with hyaluronate acid. The patient received the first synvisc injection into both knees on (B)(6) 2011, for gonarthrosis. While being injected, the patient experienced redness of face, redness generalized, dizziness, headache, and blood pressure increased (174/86 mmhg). The body temperature was 36.2 celsius and oxygen saturation was 98% by pulse oximeter. Treatment medications included glycyrrhizin glycine cysteine combined drug, and hydrocortisone sodium succinate. The action taken with synvisc was not provided. On (B)(6) 2011, the patient recovered from all the events and went home. Relevant concomitant medications included elcatonin, candesartan cilexetil, and sennoside. The reporting pharmacist assessed the relationship between synvisc and redness of face, redness generalized, blood pressure increased, and headache as probable as this was the first date to switch from hyaluronate acid to synvisc and he strongly suspected the drug might have caused the events. The qa (quality assurance) investigation results were received on (B)(4) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
The benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.